Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed. (B)(4).

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent buttons due to corroded keypad traces. The device was received with cracked battery tube threads, minor scratched lcd window, and missing end cap sticker.

Event description:
It was reported that the customer had issues with activate and escape buttons for the past few days. The mother also stated that the buttons were not responding properly. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.